Manufacturer narrative:
Argus case (B)(6).

Event description:
Parkinson's disease. Case description: this case was reported by a consumer via call center representative and described the occurrence of parkinson's disease in a (B)(6) year-old male patient who received denture cleanser (sokai jikkan polident with sodium percarbonate-mfc51038) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started sokai jikkan polident with sodium percarbonate-mfc51038. On an unknown date, an unknown time after starting sokai jikkan polident with sodium percarbonate-mfc51038, the patient experienced parkinson's disease (serious criteria gsk medically significant) and wrong technique in product usage process. The action taken with sokai jikkan polident with sodium percarbonate-mfc51038 was unknown. On an unknown date, the outcome of the parkinson's disease and wrong technique in product usage process were unknown. It was unknown if the reporter considered the parkinson's disease to be related to sokai jikkan polident with sodium percarbonate-mfc51038. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Clinical course: on an unknown date the patient had been using sokai jikkan polident with sodium percarbonate-mfc51038 for many years. The patient was doing tasks without washing the hands which touched the tablet. Parkinson's disease (seriousness: company serious) developed. Although he made a consultation at the hospital, the cause was unknown. No further information is expected.